Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. It was noted that the patient sought medical attention. After a culture test, it was discovered there was gordonia bronchialis bacteria during drainage. No further information was available as patient information was not provided.